Event description:
A malfunction was reported by the caller regarding the pump, but no adverse impact on the customer's blood glucose level was noted. The customer received assistance in resetting the pump, and later, they successfully reset it on their own without any recurrence of the malfunction code. Technical support advised the customer to continue using the pump and to contact them if the issue recurred, which the customer acknowledged.